Event description:
The original info available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. At some later time the pt complained of severe and permanent bodily injuries and significant mental and physical pain and suffering. The pt suffered internal bleeding, vaginal inflammation, urinary incontinence, dyspareunia and loss of sensation with sexual intercourse.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No add'l info has been made available. This is a legal case.